Manufacturer narrative:
A review of complaint tracking and trending identified no adverse trends for architect trigger solution, list 06c55-60, and determined that complaint activity was normal for the complaint issue. No performance issues relating to testing or deviation from product labeling were reported by the customer. The injury was caused by accidental splashing of the solution while installing the trigger solution bottle. Review of the product labeling and the safety data sheet confirms that the solution is clearly indicated as corrosive and an irritant which causes eye damage. Instruction is provided to wear protective gloves/protective clothing/eye protection. No product deficiency and no malfunction was determined for the architect trigger solution. (B)(4).

Event description:
While the customer was installing trigger solution on the architect i2000sr analyzer, he bumped his hand against the tray that holds the trigger solution bottles and solution splashed in his eyes. He was wearing a lab coat and gloves but was not wearing eye protection. He flushed his eyes and saw an ophthalmologist who prescribed eye drops for minor corneal injury.